Manufacturer narrative:
(B)(6) notified the complaint to hpf on jan 24, 2018. On jan 25, 2018 hpf provided the report of the investigation, the following information are included in the report: document review batch released on: 19/10/2016 n. Of pieces released: (B)(4). All the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. No similar events on this lot there aren't non conformity elements in the document review. The rupture could have been caused by a drill flexion during the use which led to the drill breakage. Visual inspection performed by r&d product manager on feb 09, 2018: the instrument is broken, it is most likely that excess flexion was applied during the application of the drill bit. It is also possible that the device integrity was compromised due to previous applications. The image provided for the preliminary investigation was considered during the visual inspection.

Event description:
While preparing the drill hole for 6.5 cancellous bone screw with the drill bit, the drill tip was broken. Broken drill tip was able to be retrieved from patient bone. Another drill bit was used for the alternative. Due to this event, the surgery was prolonged about 3 minutes.